Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with cracked case at display window corners, reservoir tube window corners and battery tube threads. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the keypad was scrolling when attempting to bolus. The customer's blood glucose was 255 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.